Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the info that we can obtain from the initial complainant. Info nakanishi received on this event is as follows: on (B)(6), a dentist carried out a dental operation with ti95ex. During the operation, the pt suffered a burn about the size of 2cm on the cheek mucosa. Ten days later when the pt returned to the dental office, the dentist observed that the pt recovered from the injury.

Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used: nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test burr in the handpiece and rotate it by hand to see bearing condition. Nakanishi observed that the burr did not rotate at all. Nakanishi then measured the temperature rise of the handpiece in the following manner: thermocouples were first attached to the exterior of the device at the head part and the gear engaging part. The test setup was prepared to take temperature measurements at the 2 points simultaneously, including a reference measurement at ambient room temperature. Nakanishi rotated the handpiece at 40,000 rpm with and without water spray, and measured the exothermic situation. Nakanishi confirmed the temperature rise at the 2 test points as follows: head part: (with water spray) approx. 35 degrees c, (without water spray) above 70 degrees c. Gear engaging part: (with water spray) approx. 30 degrees c, (without water spray) above 60 degrees c. As the temperature measurements listed above indicate, nakanishi did not observe abnormal temperature in normal operation (with water spray). Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed corrosion and dirt were in the headcap and cartridge that was taken with photographs. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to corrosion/dirt in the headcap and cartridge. As the description in the user manual states, a lack of maintenance causes accumulation of abrasive powder/dirt in the head, which cause abrasive powder/dirt ingress into the bearing while rotating. This will contribute to the handpiece overheating. Nakanishi reminded the user of the maintenance direction included in the user manual.